Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
A copy of medwatch was received on 03/04/2009 and reported the following: product problem indicates required intervention date of event: 2009 date of their report: 02/12/2009 describe event: pt had tracheostomy the first week of the same month. The tracheostomy tube malfunctioned and had to be replaced. The white ring broke on the percutaneous 8 tracheostomy tube. Device available for return: checked yes. The reporter was contacted by phone the following month, and she stated the pt had been ventilated with an endotracheal tube for long time and they decided to "trach" him. The failure did not trigger any alarms and they bathed the pt while waiting for the doctor to return and change the tube out. The pt was terribly ill and did expire some time later during his stay because he was very ill, and it had nothing to do with the tracheostomy tube.